Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 1) with multiple cartridges during the load process. Additionally, two cartridges were cracked. The customer's blood glucose reached 150 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.